Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non malignant pain/ radicular pain syndrome (radiculopathies). It was reported that the patient stopped feeling stimulation about 2 weeks ago. The caller ran impedances. Impedance at 1.5v with reference 1 1/7 848-999 all values 8-15 greater than 20000 ohms. The caller stated that she was able to program around the out of range electrodes and get paresthesia in l leg but not in r leg and the patient needed coverage in the r leg. The representative (rep) programmed 6 and 7 which were in the middle of the lead and was getting l leg coverage. Rep also tried to program 1 and 2 in a bipole and got left leg coverage. No trauma/fall related to issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the x-ray was taken and nothing unusual was identified and the leads looked fine. The issue was not resolved at the time of the report. The doctor had not scheduled a re vision at the time of the report. Patient's weight at the time of the event was unknown. No further complication were reported/anticipated.